Manufacturer narrative:
It was reported that the cover separated from an f generation light. The light head reported is within the scope of pfa1937561 and will be handled accordingly. There was no patient involvement, no injuries, no adverse consequences or delay. Per rsk12227 revision e, the severity is s0.

Event description:
It was reported the dome cover fell off in r&d 2. There were no reported injuries.